Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery using multiple cartridges. There was no reported adverse impact to customer's blood glucose. Reportedly, after changing the cartridge, the customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.